Event description:
The following was reported by the respiratory therapist: "I was the first person on the scene. I was giving a breathing test to the patient at approximately 0739. After my initial assessment of the patient along with my initial ventilator check, I walked to the doorway where my computer was located. I began to document regarding the patient. Approximately 8 to 10 minutes later, the ventilator alarm began to ring. After gowning up due to contact isolation precautions, I walked to the bedside where I began to assess the alarms. The alarms indicated that the patient's tidal volumes were not being given according to what I had set the parameters. I began to immediatly assess my ventilator circuit for a possible leak along with checking cuff pressures. All of the ventilator circuit was fully intact, and the cuff pressure was checked via minimal leak technique.as soon as my quick assessment was done, I paged a fellow respiratory therapist to double check my work as I was not sure why that particular alarm was going off. As soon as I finished my page, the ventilator triggered into "apnea ventilation." This indicated that the patient was no longer triggering a breath manually. I immediately disconnected the patient from the ventilator and attached him to an ambu bag with a flow liter bleed in of 15 liters and 100 percent oxygen.staff had received the call from the respiratory therapist and had asked if I needed help. I began to explain to her that the patient was no longer triggering a breath and I began to manually bag the patient. She immediately entered the room where we both checked for a carotid and femoral pulse. No pulse was found, and we called a "dr. (B)(6)." The entire process from me entering the room checking the ventilator to the time that "dr. (B)(6)" was called was approximately 1 to 3 minutes."